Event description:
It was reported by the sales rep that during a ilc procedure, the user received a non-recoverable blackbody error at the beginning of the second treatment. Op time was extended by two minutes. No patient consequences.